Event description:
It was reported that approximately two years earlier, the patient underwent a catheter thrombus removal procedure. Since then, low pacing impedance within range has been consistently noted as well as a decrease in the right ventricular (rv) lead sensing. During the past year, increased threshold has been noted including failure to capture. In addition, noise oversensing was also noted, however, the patient did not experience any consequence related to this observation. It is suspected by the physician that the cause of the lead observations is related to a lead damage that occurred during the catheter thrombus removal procedure, however, the location of the damage is not yet determined. Reportedly, troubleshooting steps were performed and no noise was able to be reproduced. Subsequently, the patient was hospitalized and scheduled to perform an in clinic shock test within a week. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that approximately two years earlier, the patient underwent a catheter thrombus removal procedure. Since then, low pacing impedance within range has been consistently noted as well as a decrease in the right ventricular (rv) lead sensing. During the past year, increased threshold has been noted including failure to capture. In addition, noise oversensing was also noted, however, the patient did not experience any consequence related to this observation. It is suspected by the physician that the cause of the lead observations is related to a lead damage that occurred during the catheter thrombus removal procedure, however, the location of the damage is not yet determined. Reportedly, troubleshooting steps were performed and no noise was able to be reproduced. Subsequently, the patient was hospitalized and scheduled to perform an in clinic shock test within a week. The rv lead remains in service. No additional adverse patient effects were reported.